Manufacturer narrative:
Concomitant product: dtbb1d4 ICD, implanted: (B)(6) 2017; 5867-3m crdm adaptor, implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Several reprogramming options were tried with no success. The lead was repositioned and the problem was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.